Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2002 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection and urinary problems. It was reported that patient underwent removal of eroded/infected mesh on (B)(6) 2002. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2002 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary outlet obstruction.